Event description:
It was reported that the tip of the device was discovered to be broken. There were no reported patient or user injuries or adverse consequences. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tip of the device was discovered to be broken. There were no reported patient or user injuries or adverse consequences. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The customer comment of the handpiece having a broken tip was confirmed during service evaluation. During service evaluation it was observed the angle nut was damaged. Based on the device instructions for use review a deformed angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was not able to be repaired by the stryker service technician and therefore no parts were replaced.